Manufacturer narrative:
Quality control (qc) was within laboratory specifications prior to and after the event. Patient samples are collected in 4 ml sarstedt tubes, analyzed fresh, and stored at room temperature. The samples are centrifuged for 10 minutes at 3000 rpm. The customer discovered the tubing from the top of the level sense bead was loose. The customer tightened the connection which resolved the issue. The customer has not reported a reoccurrence of the issue. Service was not dispatched for this event since the customer corrected the issue. The current failure mode is hardware.

Event description:
A customer contacted beckman coulter (bec) reporting a leak in the cartridge chemistry (cc) reagent probe a in the unicel dxc 800 pro synchron chemistry analyzer. The customer also indicated that the instrument produced erratic vancomycin (vanc) for one (1) patient sample and gentamicin (gen) patient results for three (3) patient samples. The samples were re-analyzed on an alternate instrument. The incorrect results were reported out of the laboratory; however, there was no death, affect to patient treatment, or serious injury requiring medical attention associated with the erroneous results and leak.